Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02347. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 4 months. Manufacturer's investigation conclusion: a full analysis of the device could not be performed as the product was returned. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Cardiac arrhythmia is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This instructions for use also provides information regarding anticoagulation, including the recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lactate dehydrogenase (ldh) was rising with no evidence of rising flows or power. On (B)(6) 2017, ldh was 886 u/l. Prior, the patient ldh was between 400s u/l and 500s u/l. Lvad speed was decreased to 5100 rpm. Patient was placed on heparin at 7 units/kg/hr until (B)(6) 2017. The patient¿s ldh decrease, however ldh stayed above 600 u/l. On (B)(6) 2017, ldh was 726 u/l. Additional information received stated that prior to lvad implant, the patient had history of ventricular tachycardia (vt). The vt emanated from apical inferolateral left ventricular (lv) wall. The multiple ablations produced scar formation and thinning of the lv wall. Status post lvad placement, the patient continued to have recurrent refractory vt events. Recurrent vt contributed to the decision to withdraw care and turn off lvad. The patient subsequently expired on (B)(6) 2017. No additional information was provided.